Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The bag/vent microswitch was replaced.

Event description:
The hospital reported that, at the start of the case, when switching to mechanical ventilation, the ventilator would not start. The anesthesia machine was replaced. There was no reported patient injury.